Event description:
It was reported that patient presented remotely via merlin.net. It was noted that the right atrial lead exhibited noise over-sensing which resulted in inappropriate mode switch. No intervention was performed. Patient status was not known.

Event description:
New information received notes that the lead exhibited low pacing impedance. The noise was reproduced with isometrics. The patient was stable.